Manufacturer narrative:
(B)(4). Upon further review, it was discovered that the information in this file has already been reported. All pertinent information is contained in (B)(4), medical device report # 6000001-2012-13110.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report of an infusor that had leaked during patient therapy. The device was filled with a solution of fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. Reportedly the leak was contained within the housing of the device and therefore there was no medication exposure to the patient or any other persons. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.